Event description:
It was reported that the 39 days post convective radiofrequency water vapor thermal therapy procedure, the patient experienced intermittent dysuria resolving without treatment 12 days post onset symptom. The patient symptom of dysuria was assessed as probable related to treatment and device.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-60802. At time of event: corrected. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the 39 days post convective radiofrequency water vapor thermal therapy procedure, the patient experienced intermittent dysuria resolving without treatment 12 days post onset symptom. The patient symptom of dysuria was assessed as probable related to treatment and device.